Event description:
It was reported that the spinal cord stimulation (scs) patient experienced pain and sensitivity at the implantable pulse generator (ipg) site and paddle lead site. Additionally, the patient experienced fever, chills, swelling, and warmth at the pocket incision site around the ipg. A culture was taken and the physician confirmed infection was present. The physician assessed that the infection was likely caused by a recent non-device related dental procedure. The paddle lead was located in the thoracic epidural space, and the pocket site was located in the right flank. As such, the patient was given antibiotics to treat the infection and the patient underwent an explant procedure during which the ipg and paddle lead were removed. The patient was recovering as expected postoperatively. The explanted devices will not be returned as they were retained by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6).